Event description:
Customer reports via phone that the facility is questioning the possibility of foreign particulates that originated in a vial of optiray 350. The stopper of the vial was removed and the straw from an lf kit, 900103, used to withdraw the contents of the vial into the disposable syringe. No foreign materials were noted during this procedure. The cardiac catheterization procedure proceeded and after about 22cc's of optiray had been used without incident, the physician ran into some problems with the catheter system. The physician tried to pull back through the 6fr pigtail catheter and was unable to move fluid backward or forward. The physician pulled the catheter and tried to put a guidewire through the catheter and met resistance. He was also unable to flush the system. Another catheter was used and procedure completed without further incident. To investigate, the facility cut open the pigtail catheter and found 2 foreign bodies within the distal portion of the catheter. The foreign bodies are described as clear in color and estimated to be 1mm in size. At no time was a foreign body introduced into the patient. The patient suffered no injury. At the time that the physician was trying to flush the system and ran into resistance, the patient complained of a headache which subsequently resolved. The facility indicated they were going to send the foreign bodies to an outside lab to be analyzed or requested this be done by us. Lot search reveals no similar description.

Manufacturer narrative:
Manufacturing investigation pending. Customer has not provided product or foreign object for investigation. Upon receipt of product or foreign object, an investigation will be completed and a medwatch 3500a supplemental report will be submitted.